Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. This device is included in the medical device field correction notification, "potential for instrument breaking ¿ medtronic navigated solera screwdrivers" ((B)(6) 2015). The revised instructions for use (IFU) were also provided with the notification.

Event description:
A manufacturer representative reported that, while in a spinal fusion, the tip of the drive broke off in the screw being used. It was reported that the tip of the drive was left in the anatomy as the surgeon felt that there was no harm being brought to the patient due to the reported issue. There was no reported delay to the procedure due to this issue. There was no reported impact on patient outcome. No additional information was provided.

Manufacturer narrative:
Correction: unique device identification (UDI) updated to proper value. The driver was returned to the manufacturer for analysis. Analysis found that the tip of the returned driver has been broken off. The driver is in otherwise good condition. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.